Event description:
During a cish procdure, the staples did not form properly. The surgeon applied suture. No pt injury was reported.

Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.